Event description:
It was reported that the patient's blood glucose increased to 317 mg/dl while wearing a pod. The patient explained they were trying to give themselves an 11.75-unit insulin bolus but did not believe they received the entire bolus. There was an unconfirmed bolus where the screen was showing exclamation point and it was telling them the units of insulin given, but when they clicked on it, it said, the last bolus value is an estimate until your pod confirms that it was delivered. They had changed their pod earlier that morning and the application did seem to reflect the discontinuation of use of the old pod but had conflicting information on the status of the new pod. When they looked in history and on events, the pod didn't seem to be activated, however if they clicked on the pod in another area of the screen it was showing activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records review is not required as the suspect product is the iphone application. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.